Event description:
The ventilator we chose to evaluate was the resmed astral. After initial evaluation and department education, we began trialing the ventilator on two of our pediatric patients. We discovered circuit configuration for these pediatric patients required the use of a dual limb circuit to obtain flow triggering. The single-limb set up on the astral ventilator will not allow for flow triggering. In a dual-limb circuit configuration, this requires the use of an "exhale block". Exhaled flow returns to the expiratory block, then past the expiratory flow sensor chip. The circuit required heated humidification, set temperature at 37 degrees celsius per department policy. On multiple occasions, water rain-out at the expiratory block led to the expiratory flow sensor chip failing due to excessive moisture. This caused the ventilator to malfunction. During this event the ventilator read no minute ventilation and high respiratory rate. The patient decompensated. This required replacing the expiratory flow sensor chip and exhalation block. This also required interruption of mechanical ventilator to remedy the issue. When the expiratory chip was replaced it only temporarily fixed the problem. On two separate occasions, the patient was placed on a different mechanical ventilator because of astral ventilator malfunction. To date, our team has replaced a total of 12 expiratory flow sensor chips. We contacted resmed for direction on how to remedy this issue. Their recommendations were as follows: place a water trap and hydrophobic filter proximal to the expiratory block, decrease the humidifier temperature. We followed resmed's recommendations. This did not solve the problem. The ventilator did alarm low minute ventilation and high respiratory rate, but did not give any indication that the chip was wet and the ventilator was malfunctioning. Patient #1 went home with the astral vent and that night she became limp and blue while on the ventilator. Parents decannulated the patient and began resuscitative measures. She was brought back to the hospital from an outside facility on a different vent. Two days later, we switched her back to the home astral vent and that continued to work well until eight days later when respiratory noted. Patient remains trached with 4.5 peds bivona flex x52mm. Cuff is typically deflated, however last night her cuff had to be inflated to minimal seal to get her home ventilator to stop alarming circuit disconnect. She has 2 home ventilators, one for transport and one for stationary use. Her vent for stationary use is currently not working properly due to possible water in the circuit board. Her transport vent was used over night. Four days later, the patient was switched to another manufacturer's ventilator due to concerns for the astral vent malfunctions. Patient #2 respiratory was paged to patient's bedside due to respiratory distress. Patient had severe retractions and was diaphoretic. Respiratory found patient's astral filter saturated with water, and water reached the ventilator. Patient was hand-ventilated and a sensor was changed on the astral. Respiratory attempted to recalibrate the circuit, but it failed. Additional rt support was present to help troubleshoot patient's astral. Patient was switched to another manufacturer's ventilator at this time. Patient's ventilator settings were discussed with provider. Manufacturer response for mechanical ventilator resmed astral 150, astral 150 (per site reporter). We contacted resmed for direction on how to remedy this issue. Their recommendations were as follows: place a water trap and hydrophobic filter proximal to the expiratory block, decrease the humidifier temperature. We followed resmeds recommendations. This did not solve the problem.